Manufacturer narrative:
(B)(4). Date sent: 3/6/2023.

Event description:
It was reported that during an unknown procedure the surgeon had an issue the resulted in a fistula using our white gst reloads. The surgeon has always used the white gst reloads on the ileum and in these procedures. The condition of the tissue did not seem to him different from usual.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What anatomic structure was anastomosed at site of leak? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2023. H6: health effect- clinical code gastrointestinal system (e10). Additional information was requested, and the following was obtained: what was the procedure? What anatomic structure was anastomosed at site of leak? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Please confirm how many devices were involved in each procedure. 1) right hemicolectomy. 2) the involved structure is the terminal part of the resected ileum. 3) no. 4) yes, in both cases a visual check was made of the suture line in the peritoneal chamber outside the lumen of the bowel. 5) 3. 6) peritonitis from clinical investigations. 7) fistula , presence of feces and peritonitis. 8) stitches and ileostomy. 9) 1 refill for each procedure.